Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a procedure in the united states with a diamondback coronary orbital atherectomy device (oad), the patient coded and later expired in the ICU. The target, type c lesion was located in a stent in the right coronary artery. The lesion was 70% stenosed. The physician decided to treat with the oad knowing the use of the oad in-stent was contraindicated. After two passes with the oad in the rca with a total run time of 30 seconds, the patient experienced bradycardia, and the device was removed from the patient. The in-stent lesion was then treated with balloon angioplasty, and the patient stabilized. The vessel still had flow. After ballooning the in-stent lesion, a lesion distal to the stent was ballooned. During ballooning of the distal lesion, the patient entered cardiac arrest, and a code was called. During the code, impella was placed in the left and right side of the heart. During the code, the rca still had flow, and there were no angiographic signs of a perforation. The patient was resuscitated and transferred to the ICU. Additional information: the patient coded in the ICU following the event and expired. The primary cause of death was cardiogenic shock. The physician stated the death was unrelated to the csi device.